Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: device patch with lot number 2100101, crease fold, wear abrasion, and apparently the unit has an opening and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a deflation on an unknown side. Device remains implanted.